Event description:
Had harrington rod in for 21 yrs, now I am in pain in all my joints, my knees are in pain from the way I stand, I have flat back syndrome also herniated discs in neck and lower back; I have been to every dr from pain mgmt to physical therapy with no relief also panic attacks which I think are related to it. I get numbness in my arms and my right leg, also in the morning when I stand up my feet hurt so bad I can hardly walk, my menstrual period is so painful on my lower back and I have a hard time with my bowels, I have been to back doctors and nerve doctors with no help in sight. I think if I could get the rod removed, I would be in better shape. I scared about my future. I feel like I am 67. Because of the pain, I can not sit too long or stand too long or climb stairs. I can't even carry a bag of groceries without feeling like the bottom of my back is breaking, when I lay in bed I can't sleep on my stomach anymore, because of my neck I can not turn my head and keep it like that, it is too painful, twenty two years ago, when I had the surgery and I remember the dr telling my father that without the surgery, I would end up in a wheelchair and all my organs would squish together and burst and I would die. At that time, I had to do whatever the dr and my parents said that I needed to do, I don't know if I would have died if I didn't go through with the surgery but I know that with it I am not living a productive life. I know, they came out with a new surgery and it does not include the harrington rod, why haven't the patients been notified about why they no longer use the harrington rod and could this rod be life threatening? Dates of use:1985. Diagnosis or reason for use: scoliosis.